Event description:
Spiros (closed system transfer device for hazardous drug compounding) popped off of syringe during compounding causing chemotherapy to leak into compounding hood. Pharmacy technician was wearing appropriate garb and using the glass protective shield on the hood; she had no skin or air exposure to hazardous chemicals and is unharmed. This has occurred three times in the past three weeks. Caregiver is reporting now as we feel confident malfunction was not due to user error. Spiros failed during compounding of paclitaxel, ifosphamide, and fluorouracil.